Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 had ruptured during patient use. The patient was being treated with ganciclovir (300mg in 250ml of 0.9% sodium chloride) for myeloid leukemia. The patient was connected through the central subclavian vein. After 1 hour of infusion (towards the end of therapy), the reservoir ruptured causing blood to backflow in the catheter. Roughly 5ml of the drug remained in the housing. There is no patient injury or medical intervention reported. No additional information is available.